Event description:
Clinical narrative: an impella rp flex device was inserted into the right internal jugular vein in a 41-year-old female patient presenting in society for cardiovascular angiography and interventions (scai) stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for right heart failure post-operatively cardiothoracic (CT) surgery. While the patient was in the intensive care unit (ICU), there was a high purge pressure (pp) alarm which switched to a purge system blocked alarm. No kinks observed. Tissue plasminogen activator (tpa was initiated, which resolved the issue. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-7 at 2.9 l/min with d5w sodium bicarbonate in the purge solution. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
A5: ethnicity is unknown. A6: race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. Health effect -impact code f2303 removed. Health effect - clinical code e2403 removed.

Manufacturer narrative:
B5 narrative updated and h6 codes updated. Additional information received for d6 explant. H1 type of reportable event was updated from serious injury to death.

Event description:
Updated clinical narrative: additional information was received that after seven days on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in right heart failure, complicated by stage d shock, dependent on vasopressor support. Prior clinical narrative: an impella rp flex device was inserted into the right internal jugular vein in a 41-year-old female patient presenting in society for cardiovascular angiography and interventions (scai) stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for right heart failure post-operatively cardiothoracic (CT) surgery. While the patient was in the intensive care unit (ICU), there was a high purge pressure (pp) alarm which switched to a purge system blocked alarm. No kinks observed. Tissue plasminogen activator (tpa was initiated, which resolved the issue. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-7 at 2.9 l/min with d5w sodium bicarbonate in the purge solution. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient.